Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting. The cause of the resets is corrupt programming. The root cause of the corrupt programming cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.